Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the cc cuv dry tip list# 09d51-02) was dirty, the replacement of cc cuv dry tip which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the cc cuv dry tip list# 09d51-02) did not identify an increase in complaint activity. A review of historical data revealed did not increased in complaint activities, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the cuv dry tip.

Event description:
The customer observed falsely decreased sodium results generated from architect c4000 processing module for one patient. The results provided were: initial=118 meq/l/repeated on another archtiect =138.0 meq/l /repeated on architect (B)(6) =138, 135, 138, 138 and 138 meq/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated from architect c4000 processing module for one patient. The results provided were: initial=118 meq/l/repeated on another archtiect =138.0 meq/l /repeated on architect (B)(6) =138, 135, 138, 138 and 138 meq/l there was no reported impact to patient management.